Manufacturer narrative:
(B)(4). Customer returned a swg assembly, 3-l catheter, ars with introducer needle and other various components for evaluation. The guide wire was observed to have a one distinct kink and one slight bend towards the distal end of the guide wire body. The distal j-bend was misshapen and contained one of the kinks. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 12mm and the bend was located at 89mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was able to pass through the returned ars connected to the introducer needle and the returned catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink and one bend towards the distal end of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: guidewire would kink after deployed several times. Sticking at curve.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: guidewire would kink after deployed several times. Sticking at curve.